Event description:
It was reported by the patient that the heart was racing and skipping beats after jogging. Follow up was conducted and was unable to determine if this event was device related. The device remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.